Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm confirmed in the downloaded history file due to broken pin 6 trace at on the keypad assembly. Device was programmed with a test guardian 3 link and a test plug. Device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device was monitored for a day while connected to the test sensor and plug. No unexpected lost sensor alarm, cannot find sensor signal alarm, sensor signal not found, sensor related errors, or battery failed alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown. Customer performed self-test and they received hardware low level failure error. They failed during self-test. Customer was able to complete pump rewind. Customer declined troubleshoot for the battery failed alerts. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.